Event description:
It was reported that the patient presented during generator changeout procedure. Upon interrogation, it was noted that the atrial lead exhibited intermittent sensing and low pacing impedance. Visual inspection found insulation damage that was suspected to be caused by lead-on-lead abrasion. The reported lead was capped and replaced on (B)(6) 2022. There were no patient consequences.